Event description:
Patient (pt) called back stating they were hoping to get a non rechargeable ins but the insurance denied the replacement. Pt would like to proceed with externals replacements. A replacement recharger telemetry module (rtm), ac power supply and belt was sent out. Warm transferred to sunmed for controller and bp replacement. Patient called and mentioned that they have received all other device except for the controller. Agent redirected to sunmed.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the medtronic representative(rep). Rep mentioned they have only spoken to this patient once over the phone regarding this matter. The office had contacted rep stating patient was upset with them because they couldn¿t get re placement approved with insurance. Patient wanted ins replaced to non-rechargeable, was very upset that this couldn¿t be pushed through. Rep advised patient wait until their insurance is ready to assist with replacement, otherwise rep has not spoken to or seen patient, and ins was never replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they haven't used their stimulator in about a year and a half because the equipment got misplaced. Patient stated they are in the process of getting a new battery that stays charged all the time scheduled for the (B)(6), but their insurance doesn't want to pay for it. Patient added that they told a representative from the beginning that their equipment was gone and that instead of going through and getting new equipment which would probably cost about as much, they would like to have a new one put in because it's been 5 years anyway. Patient mentioned that the rep told their insurance that they don't want to use the stimulator which is not true. Patient emphasized that they do want a stimulator and new equipment with a rep that will help them. Patient noted that the doctor told them to call patient services and get a fax but that they were confused and calling patient services because they didn't know what to do; agent reviewed patient services does not deal with insurance. Patient mentioned that the scheduling lady at their do ctors office said the patient has until friday before the procedure is canceled. Patient asked if patient services deals with doctors; agent reviewed information. Patient reviewed role of rep and offered and sent an email to the field.

Event description:
Pt called back stating they were hoping to get a non-rechargeable ins but the insurance denied the replacement. Pt would like to proceed with externals replacements. A replacement recharger telemetry module (rtm), ac power supply and belt was sent out. Warm transferred to sunmed for controller and bp replacement. Patient called and mentioned that they have received all other device except for the controller. Agent redirected to sunmed. Additional information was received from the representative(rep). Rep mentioned they have only spoken to this patient once over the phone regarding this matter. The office had contacted rep stating patient was upset with them because they couldn¿t get replacement approved with insurance. Patient wanted ins replaced to non-rechargeable, was very upset that this couldn¿t be pushed through. Rep advised patient wait until their insurance is ready to assist with replacement, otherwise rep has not spoken to or seen patient, and ins was never replaced. "MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
See b1 & b5. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.